Event description:
It was reported that the reservoir of this inflatable penile prosthesis was empty, indicating fluid loss; suction was attached to the reservoir tubing and no fluid came out. The cause of the fluid loss was unknown. The device was replaced successfully, the reservoir was capped and remains implanted. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. The first cylinder was visually inspected and leak tested. The outer tube had detached fabric threads in the proximal end, consistent with sharp instrument damage. A hole from fatigue was present in the middle of the cylinder. The second cylinder was visually inspected and underwent leak and pressure testing. This cylinder had holes in the proximal end consistent with sharp instrument damage but passed leak and pressure testing. The pump was visually inspected and leak tested. The pump passed leak testing. Body fluid contamination was present in the pump so it was not functionally tested, per procedure. Analysis confirmed the reported clinical observation of an empty device due to fluid loss.

Event description:
It was reported that the reservoir of this inflatable penile prosthesis was empty, indicating fluid loss; suction was attached to the reservoir tubing and no fluid came out. The cause of the fluid loss was unknown. The device was replaced successfully, the reservoir was capped and remains implanted. No patient complications were reported.